Manufacturer narrative:
Source: this product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-22869 and 2017865-2020-22870. During a clinic follow-up, episodes of noise resulting in oversensing due to high ventricular rate were observed. It is unknown if the oversensing was due to the device, right atrial (ra) lead, or right ventricular (rv) lead. Additionally, episodes of automatic mode switch were observed on the ra lead. The device was explanted and replaced due to normal elective replacement indicator (eri). The patient was stable and will continue to be monitored.